Event description:
The customer reported via phone call that she had a keypad anomaly. Customer does not recall a normal bolus of 1 unit that was delivered. Customer's blood glucose was 258 mg/dl at the time of the incident. Customer stated that she may not have pushed the button hard enough. When the customer went to give her bolus for lunch, no bolus was showing being delivered at all. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No unexpected bolus delivery was noted. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.